Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that he clamped off the heater line and attached a new bag to the final line. The baxter technical service representative (tsr) advised the hp to start over with new supplies. The hp would start over with new supplies and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient, and he could not recall the alarm. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.